Event description:
The customer was taken to the hospital twice because her blood glucose was below 40mg/dl. Further information regarding the incidents was not obtained. She also compared her blood glucose readings on her contour next link meter to the hospital meter and her meter was always 40mg/dl higher. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Test strip information was not provided. A new meter was sent to the customer.